Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded the cartridge to resolve the issue. Additionally, occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.